Manufacturer narrative:
This is 2 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a difference between sensor glucose and blood glucose values, and the pump was flashing the medtronic logo. The customer reported no adverse event. The event involved product(s) mmt-7040a, mmt-1884. Troubleshooting was partially performed for the sensor glucose and the blood glucose, and it was unknown whether the insulin delivery was suspended or not. The blood glucose value was 80 mg/dl, and the sensor glucose value was 126 mg/dl at the time of the event. The difference between blood glucose and sensor glucose was outside the acceptable range. Troubleshooting was performed for display issues, and the pump was flashing. Troubleshooting was performed for sensor alerts, and the customer received a calibration not accepted alert. No harm requiring medical intervention was reported. The customer will discontinue use of the sensor. Mmt-7040a was requested, and the customer responded that the device would be returned. The customer will discontinue use of the insulin pump. Mmt-1884 was requested, and the customer responded that the device would be returned.

Manufacturer narrative:
Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump powered up properly after battery installation. No flashing medtronic logo noted. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, dat and active current measurement. The pump error 63 alarmed during self test due to twi interface on main/motor processor. Successfully downloaded history files and traces using thump software. Power management tool confirmed unloaded vlith voltage and loaded vlith voltage is within specs. The pump was cut open and traces of moisture on pcba1 and battery tube assembly noted during visual inspection. The pump was received with minor scratches on lcd window, scratched case, cracked keypad overlay, missing display window cover, cracked case (battery tube) and battery tube threads cracked. In summary, customer alleged flashing medtronic logo not confirmed. Expose to moisture damage on the electronic assembly noted. Pump error 63 was found in history file on event date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.